Event description:
It was reported that low voltage shock impedance (lvsi) measurements have been around 100-105 ohms for the past year. This right ventricular (rv) lead is interfaced to a competitive implantable device. It was noted that the device is programmed in reverse polarity due to an unspecified device issue. No adverse patient effects were reported. The clinical observation was documented and ongoing observation will continue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).